Manufacturer narrative:
One single-use device was received for evaluation outside of its original package. Visual inspection revealed a loose fiber inside the pvc tubing within the fluid pathway near the finger grip connector side of the tube set. The fiber was analyzed using polarized light microscopy and identified to be human hair. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that there was a hair inside the tube of a repeater pump tube set. This was noted during compounding. There was no patient involvement. No additional information is available.